Manufacturer narrative:
The customer had a spare cc sample valve but wanted to make sure it was the correct one. Bci customer technical specialist assisted the customer with troubleshooting and confirmed that the customer was able to replace the part and instrument was running okay. No service visit was needed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating fluid was dripping from the cartridge chemistry (cc) sample valve. No injury was reported.